Event description:
On (B)(6) 2009, the patient reported that for the past week he has been receiving repeated e10's (cartridge error) on his insulin infusion device when the cartridge volume is at the halfway point. He replaced the battery but the issue continued. He said he reuses his cartridges, so he changed the cartridge also. He stated his device seemed to be properly working, but today he again received the e10 error. He stated he tried a different brand of battery, but the e10 continued during the retracting of the piston rod. He said the piston rod is not retracting and his device is making a strange noise. The patient was instructed to retract the piston rod using the different battery but the e10 continued. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.